Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a deformed and stretched fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage characteristics, it is reasonable to assume that tensile forces applied during the explantation procedure contributed to this observation. In addition, deformations of both shock coils were observed, which most likely resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to an inability to retract the helix. The original reason for repositioning was reported to be dislodgement. In addition, the coils were damaged during the attempted repositioning. The type and extent of the coil damage were not clarified. Should additional information be received, this file will be updated.